Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of flashing was not confirmed. The unit was tested with a test cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and giff-q180 scopes. All video output signals and image tested normal. However, damaged scope socket tab, corrosion in the air tubing, and cracked front panel were noted. Furthermore, the lamp exceeded 500 hours with light intensity out of standard range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is flashing. The event occurring during an unknown procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported issue of flashing was not confirmed upon device evaluation, it is presumed that noise and flickering occurred on the image due to the scope connection at the time that the phenomenon occurred. Olympus will continue to monitor complaints for this device.